Manufacturer narrative:
Awareness date used for the date of event. Medical device lot # for second product 6260591. Medical device expiration date second product is 02/28/2018. Device manufacture date for second product 09/16/2016. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes foreign matter was found inside the tube.